Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient wanted reprogramming because his implantable neurostimulator was ¿giving poor stimulation¿ therapy for the pain on the left side and that was where he needed it. It was noted that it was fine for about a week and a half after his wire revision on (B)(6) or around (B)(6) but since then it had been acting up. It was noted that every day he got different readings and he could not sleep because of the pain in his legs. Patient had a loss of therapeutic effect. It was noted that the healthcare professional had wanted the patient to increase his pain medication unto the appointment that was scheduled on (B)(6) 2014. The patient was in severe pain and did not want to wait that long. Patient cancelled appointment. Patient¿s therapy was not working as expected. Additional information was requested but had not been received as of the date of this report.